Event description:
The report stated that during an infiltrating lipoma procedure, the insulating layer on the top of the jaws, shriveled up and detached in part into the patient cavity. They retrieved the part from the patient cavity. They then changed to a new device and completed the procedure.

Manufacturer narrative:
Date of initial report : 08/05/2008. Covidien lp (formerly valleylab) has investigated reports of the blue insulation melting on the precise ls1200. Analysis of returned products shows that although there can be some degradation of the coating, in most cases this does not have a negative clinical or safety outcome. The instructions for use have been modified to add a caution indicating that the ls1200 should not be used as bipolar scissors. Although the reported injury rate for this issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the patient. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.